Manufacturer narrative:
Correct product information submitted. Evaluation previously submitted.

Manufacturer narrative:
Patient identifier and sex added. Dates of the initial surgery and the revision added.

Manufacturer narrative:
The inclination set was mechanically locked via the taper with the humeral head. The grit-blasted surface of the inclination set saddle joint showed signs of burnishing, where the two mating surfaces slid past one another. This has the potential to cause shoulder instability, and the saddle joint was most likely continually loaded until an overload fracture occurred. The inclination set screw also fractured in the shaft. Burnishing and fatigue striations were observed on the fracture surface of the inclination set screw. Fatigue striations are parallel microscopic features which indicate metal cracking, whereas burnishing on a fracture surface are smooth microscopic features that are indicative of two surfaces contacting one another after crack initiation. Both fatigue striations and burnishing can be caused by repetitive cyclical loading. If the sustained loading exceeds the material endurance limit, a crack begins to form and continues to propagate until the cross-sectional area can no longer bear the load. At this point, fracture occurs. No material defects of the inclination set screw were found. The returned body and stem both showed signs of macroscopic plastic deformation and scratching. Deformation on the body of the poker chip mechanism that accepts the inclination set was observed.

Event description:
It was reported that the inclination set has fractured and a revision surgery will be required to correct.

Manufacturer narrative:
Product information added.